Event description:
On 01/26/2012 the reporter contacted animas alleging that the keypad buttons stick. Follow up with the patient indicated that the ok keypad button causes scrolling. The patient stated that he wears the pump in a case on his belt and does not clean the pump. The patient confirmed that there was no physical damage to the keypad. This complaint is being reported because the keypad button responsiveness issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive and sticking. Investigators were unable to duplicate the reported scrolling issue. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.